Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Hemi hip arthroplasty; nursing staff and cssd reported that the consignment -3 cathcart trial has general wear and tear and no longer functions as intended. It still functions as an accurate trial but can no longer easily be removed from trial heads as the internal lip that grips the extraction tool has chipped away. No adverse events to report.

Event description:
Additional information received that there was a slight delay trying to get the trial ring out of a trial head. No more than 30 seconds but has the potential to get worse and worse.

Manufacturer narrative:
Product complaint # : (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6 patient code: 3191 no code available used to capture surgery prolonged.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.